Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 18281016, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 18281016, UDI: (B)(4).

Event description:
It was reported that patient experienced overstimulation and pocket pain. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and will not be return.